Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested. If info is received, a supplemental report will be submitted. User facility is unknown.

Event description:
Journal article referencing case reports of two pts. Case 1: the pt has a posterior stabilized knee prosthesis implanted on 9/9/90. Nine months post-op, (6/91) the pt presented with the inability to extend the right knee. Posterior dislocation was diagnosed and closed reduction was performed under general anesthesia. The pt dislocated posteriorly again in 1/92 when closed reduction of the dislocations was performed. As of 7/94, the pt has had no further dislocations.